Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of pd related peritonitis. However, there is no allegation of a machine malfunction or leak in the cycler set reported for this event. The cause of the peritonitis cannot be established with the limited information available at this time. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this peritoneal dialysis patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had been diagnosed with pd related peritonitis in the past. No specific date was documented. Treatment for the peritonitis is unknown. It is unknown if there was any device malfunctions contributing to the alleged event. Additional information was solicited.